Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy. The stapler locked and misfired. It is unknown how the case was completed. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, there was poor staple formation after firing. Another staple line was placed next to the misfired staple line to complete the case.